Event description:
Customer reported observing no reagent volume in well c4 when performing volume verification. No error message was generated by the instrument. An fse was dispatched and determined the plunger clamp in position #4 required replacement. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.